Event description:
During atrial fibrillation and atrial flutter ablation procedure, after transseptal procedure, the patient's blood pressure dropped and physician noticed a pericardial effusion on intracardiac ecography. Physician monitored the effusion and blood pressure continued to drop so the physician performed a pericardial puncture and installed a drain to remove the blood from the pericardium. With continuous live intracardiac ecography, physician noted that the bleeding was active and could not be controlled. Physician decided to send the patient to cardiac surgery.